Event description:
The customer reported that the ventilator's touchscreen is not working. No blank screen, the whole screen does not respond, kind of vapor in the right side. Does not respond to calibration.

Manufacturer narrative:
(B)(4). The carefusion failure analysis technician will evaluate the alleged failed part if it is returned to the manufacturer.

Manufacturer narrative:
The carefusion failure analysis technician evaluated the front panel. Part was received without any esd protection. Visually inspected part. Noticed fluid ingress spots on the screen. Touch screen was completely irresponsive and could not be calibrated. This issue is addressed in an internal correction.